Event description:
It was reported to boston scientific corporation that an endovive initial peg tube (exact upn unknown) was used during a percutaneous endoscopic gastrostomy procedure (date is unknown). According to the complainant, the nurse reported there is mold growing in the peg tube (date is unknown). This device is still in use. The patient's condition was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The exact age of the patient is unknown however over 18 years old. The complainant was unable to provide the suspect device lot number and upn; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation as it is implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.